Manufacturer narrative:
(B)(6). (B)(4). The product has not been returned yet. Hence , we cannot draw any conclusion.

Event description:
It was reported through patient call, that one of the rods in the back was broken. The patient had underwent reconstructive surgery- fusion- thoracic to sacrum were rods and cages were used. Post-op patient experienced a collapsed lung immediately and required several units of packed red blood cells due to blood loss during surgery.